Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the saline leaked at the connection part during surgery. The defective product was changed to a new one. There was patient involvement and no patient harm/adverse event reported. The customer stated that the device is not available for return.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: the reported complaint was unable to be confirmed as no sample was returned and no photo was provided. Testing was not conducted for the investigation. If the product is returned at a later date, the complaint will be reopened for further investigation. No non-conformances were found during the DHR review.